Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(6). Manufacturing date: 08.sep.2014, expiry date: 01.sep.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. As this nail is broken, please provide a statement regarding the material which was used and review the material certificates. According to the DHR review results for the lot in question 9126538 / part number 472.115s with lot release date sep 8, 2014. The initial and final lot size was (B)(4) pieces, which it means (B)(4) articles were manufactured as finish good products; there was no scrap reported, as well as no deviations found neither ncs were triggered. During manufacturing process the lot was inspected through the inspection sheet. Regarding to the raw material used for this product, the material certificate is attached with the charge number (B)(4); specifically, the letter 1 of 5 describes that specimens of ti-6al-7nb ø18mm bars heat numbers (B)(4), (B)(4) kg were ready for shipment to synthes (B)(4) on (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported nail was initially used in the surgery for the femoral trochanteric fracture on (B)(6) 2017. The patient came in to the hospital because she complained about having pain in her leg when she lifted a heavy object recently. When checked with the x-ray, it was found that the nail was broken around the insertion point of the blade. The patient is scheduled to have a revision surgery on (B)(6) 2017. According to the surgeon¿s opinion, the nail breakage occurred because too much stress was applied when she was lifting the heavy object, and also because there was a slight varus deformity of the femur from the reduction failure. Concomitant devices: 1x unk screw, part/lot unknown; 1x unk helical blade, part/lot unknown. This is report 1 of 1 for (B)(4).